Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer reported watchdog timeout alarm and was not able to get out of the alarm. Customer reported they were unable to clear the alarm. Customer reported they also received unexpected restart and a cold reset alarm and it got stuck in the loop. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.